Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), device dislocation ('essure migration') and menorrhagia ('abnormal bleeding (menorrhagia) / heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included retroverted uterus. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic pain//back pain"), dysmenorrhoea ("dysmenorrhea (cramping), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision problems"), urinary tract infection ("uti"), skin disorder ("small bumps on the back"), ovarian cyst ("ovarian cyst"), pelvic pain ("pelvic pain") and vaginal haemorrhage ("vaginal haemorrhage") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, menorrhagia, back pain, dysmenorrhoea, allergy to metals, dermatitis allergic, hypersensitivity, psychological trauma, vaginal discharge, gastrointestinal disorder, hormone level abnormal, headache, visual impairment, urinary tract infection, skin disorder, ovarian cyst, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered allergy to metals, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, perforation, psychological trauma, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2011 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s)(unspecified) : result: migration,other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), device dislocation ('essure migration') and menorrhagia ('abnormal bleeding (menorrhagia) / heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included retroverted uterus. On (B)(6) 2011, the patient had essure inserted. In may 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), skin disorder ("small bumps on the back and neck /small bumps on the back") and ovarian cyst ("ovarian cyst"). In (B)(6) 2017, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), back pain ("chronic pain//back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision problems") and vaginal haemorrhage ("vaginal haemorrhage") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, menorrhagia, back pain, dysmenorrhoea, allergy to metals, skin disorder, hypersensitivity, psychological trauma, vaginal discharge, gastrointestinal disorder, hormone level abnormal, headache, visual impairment, urinary tract infection, ovarian cyst, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered allergy to metals, back pain, device dislocation, dysmenorrhoea, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, perforation, psychological trauma, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s)(unspecified) : result: migration,other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: pfs received: previously reported event "rash/skin condition" updated to "small bumps on the back and neck" and clubbed with small bumps on the back. Event onset date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and device dislocation ('essure migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), back pain ("chronic pain//back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, back pain, dysmenorrhoea, allergy to metals, dermatitis allergic, hypersensitivity, psychological trauma, vaginal discharge, gastrointestinal disorder, hormone level abnormal, headache and visual impairment outcome was unknown. The reporter considered allergy to metals, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, perforation, psychological trauma, vaginal discharge and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s)(unspecified): result: migration, other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event perforation: other, essure migration, chronic pain/back pain, dysmenorrhea (cramping), nickel allergy, rash/skin condition, hypersensitivity, psych injury, vaginal discharge, gi conditions, hormonal changes, headaches, vision problems. Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), device dislocation ('essure migration') and menorrhagia ('abnormal bleeding (menorrhagia) / heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included retroverted uterus. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("chronic pain//back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision problems"), urinary tract infection ("uti"), skin mass ("small bumps on the back"), ovarian cyst ("ovarian cyst"), pelvic pain ("pelvic pain") and vaginal haemorrhage ("vaginal haemorrhage") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, menorrhagia, back pain, dysmenorrhoea, allergy to metals, dermatitis allergic, hypersensitivity, psychological trauma, vaginal discharge, gastrointestinal disorder, hormone level abnormal, headache, visual impairment, urinary tract infection, skin mass, ovarian cyst, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered allergy to metals, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, perforation, psychological trauma, skin mass, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s)(unspecified) : result: migration,other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received : events- "abnormal bleeding (menorrhagia), uti, small bumps on the back, ovarian cyst, pelvic pain", reporter, lab data, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.